Event description:
Customer reported pump alarmed "open door" when door was closed. This alarm was found during biomed testing. No patient involvement has been reported at this time. Pump will be sent to baxter's repair center for evaluation.